Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a unspecified motor issue. During visual evaluation, no physical damage was identified. During analysis, unable to perform any functional testing to verify customer reported problem due to main board problem at power up. The event history log was not reviewed due to main board problem. The issue is the main board no longer operate properly as a result of normal wear. Service replaced main board and stepper motor. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that the pump had unspecified motor issues.